Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty exhalation valve. The exhalation valve was replaced and the unit tested where it was found to be meeting factory specifications and placed back into service. In the event the exhalation valve is received for evaluation a follow-up report will be submitted at that time.

Event description:
The customer stated that there is a transducer fault and the volumes are all over the place from 400 to 900 and then back down. The customer did not provide any information regarding patient involvement, it is unknown at this time.